Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis, calcification and severe vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis, calcification and severe vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
The device was inspected before use with no issues noted. Physician was attempting to implant 1 endeavor resolute drug-eluting stent to a calcified lesion in the lad with 95% stenosis and severe vessel tortuosity but the device could not cross after pre-dilatation. The lesion was pre-dilated again (12atm, 5sec, 2 times) and another device (same size) was implanted to complete the surgery. No effect on the patient. No clinical sequelae were reported for this event. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st and 9th distal segments have raised struts. ¿please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿